Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/25/2014 with the following findings: visual inspection revealed that the battery compartment was cracked. The pump powered on, but the display screen was blank due to moisture damage. The pump failed a leak test. Leaks were noted at the display lens and battery compartment. The pump case was removed, and evidence of moisture ingress was found behind the display and on other internal components. The reported event was directly caused by the housing failures. All of the other device failures were related to the reported event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was damaged, and evidence of moisture ingress was observed. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.